Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016- device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2016 with the following findings: during investigation, the battery compartment was cracked from the top to the cover. The battery compartment was stripped. The battery cap was stripped. A test cap was used for all steps. The test cap was unable to be tightened to the pump. Unrelated to the original complaint, the keypad was cut and torn on the ok button. Additionally, the audio bolus button was torn/punctured but still responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.